Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states a doctors office called him with this chair and states that both tires are coming off of the rims in the rear.